Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of 291 mg/dl and 126 mg/dl. Quality controls were expired. No adverse event reported. A request was made for the return of the suspect device and replacement was sent.